Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad button symbols were worn but the keypad rubber was fully intact. Evaluation revealed that the down arrow keypad button was intermittently unresponsive and required several hard presses to activate a response. The other keypad buttons were responsive and had normal spring back or click. There was evidence of keypad contamination found under the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored/cloudy-faded display screen, which has no effect on insulin delivery function. During evaluation, the piston cap in the cartridge compartment was found to be missing.